Manufacturer narrative:
Updated fields: d9, h2, h3, and h6. This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the adhesive on the a-rubber has a crack. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic transbronchial biopsy procedure, a part of the distal end of a bronchovideoscope fell into the patient¿s lung and was retrieved using forceps. The procedure was completed using a backup device and was prolonged by approximately 5 to 10 minutes. There were no further reports of patient harm.